Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal heating element separated from jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: d10, g4, g7, h2, h3, h6, h10. Photos were provided by the account. A photographic evaluation was conducted. Product information and harvesting tool were observed in the photos. Signs of clinical usage and no evidence of blood were observed. The heater wire was observed to be flexed and slightly twisted. The heater wire was detached at the tip but remained attached at the base of the jaws. The device was returned to the factory for evaluation on 14-may-2020 and an investigation was conducted on 14-may-2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly twist and completely flexed away from the hot jaw. The heater wire is detached at the tip but remained attached at the base of the hot jaw. The metal on the cold jaw is observed to be exposed from the silicone being peeled with detachment from the side top half of the cold jaw. The peeled silicone was not returned for investigation. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent" and the analyzed failure "peeled jaw". Specific actions for the reported failure mode ¿material twisted/bent¿, and analyzed failure mode ¿peeled¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal heating element separated from jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.